Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia. The patient's blood glucose levels reached 286 mg/dl while wearing the pod between 36 and 48 hours. Mother reported patient was vomiting and the pod had experienced an alarm during operation. The patient was taken to doctor's office and was hydrated with intravenous fluids. Patient spent between 30 and 45 minutes at the doctor's office.